Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical error messages. Customer also reported that the insulin pump was exposed to moisture and the type of moisture exposure was shower. Customer reported that they see fluid under the lcd. Customer stated there are no cracks on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be return for further analysis.